Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation cannot be confirmed. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that this ambicor penile prosthesis (app) was too short, and the physician attempted to reposition it during revision surgery. During the repositioning, the device was damaged with an instrument and subsequently explanted. A new inflatable penile prosthesis (ipp) was implanted. There were no patient complications reported.

Event description:
It was reported that this ambicor penile prosthesis (app) was too short, and the physician attempted to reposition it during revision surgery. During the repositioning, the device was damaged with an instrument and subsequently explanted. A new inflatable penile prosthesis (ipp) was implanted. There were no patient complications reported.